Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f704 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f704 identified an increase in complaints associated with the centrifuge bowl leak/break complaint category. An investigation has been initiated in response to the increase of centrifuge bowl leak/break complaints observed with kit lot f704. Trends were reviewed for complaint categories, centrifuge bowl leak/break, system error: 571 . No trends were detected for each complaint category. The customer photographs were returned and investigated for analysis. The photographs provided confirm the centrifuge bowl leak/ break reported. The photographs show an intact bowl assembly in the centrifuge chamber. In addition, the photographs show that a small amount of blood is visible on the internal walls of the centrifuge chamber that is consistent with a leak in the bowl seal area. The customer stated that the seal of the bowl was found to be broken; however, it cannot be confirmed with the provided information and photographs. A material trace on the bowls used to build lot f704 found no related non-conformances. The device history record review did not identify in any related non-conformances, and this kit lot had passed lot release testing. Issue (B)(4) has been opened to determine if further action is required. The root cause for the reported incident cannot be determined. Investigation complete. (B)(4)

Event description:
The customer reported a centrifuge bowl leak/ break that occurred during a patient treatment. The bowl leakage was observed during the first cycle of the procedure. The customer also stated that a system error alarm #: 571 occurred and that the bowl seal was broken. The customer returned photographs of the incident to be investigated.